Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, d1, d5, d3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2022 to 20-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that station's database was in recovery pending mode. Technical service specialist created a new database and performed a data sync to resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this event.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database in recovery pending mode. Technical service specialist created a new database, performed a datasync to resolve. The system functioned as intended.